Manufacturer narrative:
A second initial reporter was referenced. The name was (B)(6). Service was not dispatched for this event. Beckman coulter inc. Assessment of customer supplied performance data indicated that an executed (B)(6) 2012 calibration's s0 calibrator relative light units (rlus) were significantly higher than beckman coulter inc. In house release. This calibration curve was accepted as passing with acceptable % coefficients of variation (%cv). This calibration was the active calibration during the event which generated the low level qc ind results. The customer recalibrated the rubella igg calibration curve on (B)(6) 2012. The curve failed with a bad fit with an elevated s0 rlu value although there was acceptable %cvs. A third rubella igg calibration was performed on a new reagent pack by the customer on (B)(6) 2012 which passed as acceptable and had good precision. However, this time the s0 standards rlus were in line with beckman coulter inc. In house release data. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that quality control assessments were performed on each day during the timeframe of the event. All qc values were within two standard deviations of the customer's established means. The washed portion of two routine system checks performed prior to the event met instrument specifications the cause of this event is unknown and could not be determined based on the supplied information. This issue is currently under investigation by beckman coulter inc.

Event description:
The customer reported that no value rubella immunoglobulin g (igg) low level quality control results with instrument generated flags were generated on an unicel dxl800 access immunoassay system. The instrument generated flag was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. There were no patient results reported outside of the laboratory in association with this event. There have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer was utilizing beckman coulter rubella controls, lot 190274.